Event description:
Customer alleged the left rigging broke by the footplate. No injury alleged.

Manufacturer narrative:
The consumer is a female whose age, height and weight are unknown. The consumer stated that while on a cruise, the left rigging broke by the footplate. The dealer stated that it was a bolt that attaches the footplate to the front rigging broke. The left footrest was replaced by the dealer. No injury. No RMA issued for the return of the product.